Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 27, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia and there were no issues noted during spaceoar placement. According to the complainant, during a magnetic resonance imaging (MRI) performed on (B)(6) 2019, the spaceoar gel was noted to be present in the rectal wall. As of (B)(6) 2019, the patients condition was reported to be doing well clinically.